Event description:
It was reported that the ventricular lead's pacing threshold was elevated and the lead did not capture. During the revision procedure, the physician identified an insulation breach proximal to the suture location within the pocket. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.